Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to communicate with the communicator. Technical services (ts) discussed the home environment seemed unlikely to cause the communication issue, and the patient was advised to work with the clinic to verify the radio frequency settings of their implanted device. Additional information was requested from the field. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to communicate with the communicator. Technical services (ts) discussed the home environment seemed unlikely to cause the communication issue, and the patient was advised to work with the clinic to verify the radio frequency settings of their implanted device. Additional information was requested from the field. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. The patient was given a new cell adapter and seen in clinic to verify settings.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to communicate with the communicator. Technical services (ts) discussed the home environment seemed unlikely to cause the communication issue, and the patient was advised to work with the clinic to verify the radio frequency settings of their implanted device. Additional information was requested from the field. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.